Manufacturer narrative:
An advanced sterilization products (asp) representative contacted the customer and confirmed the reported suspect bi occurred with an empty load as a test cycle. Therefore, this complaint is deemed not reportable since the load was empty and there is no risk to patients.

Manufacturer narrative:
Brand name - the correct brand name is cyclesure bio indicator. Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 09216046. Expiration date ¿ the correct expiration date is 03/31/2017. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 14 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.